Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 , that on (B)(6) 2018 , a loss of connection occurred. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. The root cause was determined to be caused by the smart device platform/operating system.